Manufacturer narrative:
Sorin group USA received a report of a tubing rupture after 72 hours on ECMO. The perfusionist walked the tubing past the roller of the pump, cut out the affected tubing and after reconnecting the tubing, they continued to use the product. (B)(6) previously used packs manufactured by gish medical. Sorin group acquired gish in 2010. At that time, the (B)(6) heart lung pack design was transferred to sorin group USA. Upon review of the manufacturing records, it was determined that sorin specified the wrong tubing for this pack. Pvc tubing was used instead of super tygon tubing. The print has since been changed to include the correct tubing. In addition, all personnel responsible for the design and review of this print have been alerted and re-trained to the original change order. The tubing ruptured during ECMO, after 72 hours. The heart lung instructions for use states "...designed for use during surgery, requiring cardiopulmonary bypass. It is not intended for long-term use (greater than six hours)". To date, product has not been returned for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group USA received a report of a tubing rupture after 72 hours on ECMO. The perfusionist walked the tubing past the roller of the pump, cut out the affected tubing and after reconnecting the tubing, they continued to use the product. Blood loss was 200cc.